Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2012, at approx 1700, the device was programmed to deliver morphine 5mg/ml, in the pca only mode, with a 1 mg pca dose, a 5 minute pt lockout, and a 30 mg four hour dose limit. No further programming parameters were provided. On (B)(6) 2012, at an unspecified times, it was reported that the pt requested unspecified number of pca doses and no dose was delivered. The customer contact indicated that the device display indicated that the device had reached the four hr dose limit; however, it was reported that the device had not reached the 4 hour limit. No specific event details were provided. There were no reported adverse pt effects and no reported delays in therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided including if the therapy was resumed using a replacement device.